Event description:
It was reported a patient experienced peritonitis manifested by peritoneal cloudy effluent, abdominal pain and pyrexia coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for peritonitis. On an unreported date, the patient received an unspecified antibiotic for the treatment of peritonitis. The treatment rendered for the event was difficult and the patient was not recovered. The cause of the peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.